Event description:
It was reported to MFR by judy hays purchasing agent in behalf of the facility, the elms. Per judy this facility had another incident while using a lift. (1st one was reported on 04/10/2006 note MDR # 2182305-2006-0012). At first it was thought to be the same situation as the earlier incident however after further discussions it was determined the same assembly is needed but it was evident from the picture sent that it was not a bolt issue but a piece part weld issue. The small round tube where the adjusting lever handle fits into and that is attached onto the base is where the weld failed. Facility described this incident as the legs were open and when they closed. No injury to the resident in the lift, the c.n.a. Has complained of injury. Unk as to what kind of injury or whether she was off of work because of this alleged injury. MFR issued RMA #673466 to get assembly back for evaluation and replaced assembly in question.